Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The blood glucose reading was 109 mg/dl. The customer was wearing the insulin pump at the time of the event. He also had a high blood glucose 460 mg/dl. The customer declined troubleshooting for these issues. The insulin pump was not replaced or returned for analysis.